Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported an intraocular lens exchange due to an unexpected refractive outcome post surgery. A new intraocular lens was implanted at a later date with no patient harm. It was noted that the cornea may have been affected by edema of the conjunctiva, pooling of balanced salt solution, and the lid speculum during measurements at time of lens suggestion. No additional information available.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).